Manufacturer narrative:
Continuation of d10: product ID 5076-52, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the during implant of the pacing lead the mobile programmer application lost connectivity with the mobile programmer base while testing the lead and pacing the heart. The loss of connectivity resulted in the inability to discontinue pacing and the pacing cables were manually disconnected. It was also noted that the pacing lead helix was unable to retract and bent. The pacing lead was attempted not used and replaced. The mobile programmer remains in use.  No patient complications have been reported as a result of this event.